Manufacturer narrative:
Arjo representative, who performed device evaluation after event, could not duplicate the error. In the past this ceiling lift was serviced internally by the customer. Inside the casing there were notes tapped to the device, containing information about previous repairs (main board and handset replacement due to uncommanded movement). Additional information will be provided upon conclusions of the investigation.

Event description:
On 24th of july 2019 arjo was informed about incident that took place in (B)(6), us. During resident's transfer from bed to wheelchair using arjo maxi sky 600 ceiling lift, the device was not responding to the hand control. Initially when the resident was lowered, the lift started to raise him again. After several attempts to lower the device with the hand control, the lift lowered but did not stop lowering movement. When the resident was in the wheelchair, the caregivers disconnected sling from the device and started positioning him. The lift went all the way down to the floor and started uncommanded movement upwards. The caregivers were attending resident when they realized that the ceiling lift spreader bar got caught in the side support of the bed and lifted a whole bed off the floor. After that all the residents and staff were taken to another room immediately.

Manufacturer narrative:
On (B)(6) 2019 arjo was informed about incident that took place in (B)(6). During resident's transfer from bed to wheelchair using arjo maxi sky 600 ceiling lift, the device was not responding to the hand control. Initially when the resident was lowered, the lift started to raise him again. After several attempts to lower the device by pressing down button on the hand control, the ceiling lift strap lowered but did not stop lowering movement. When the resident was in the wheelchair, the caregivers disconnected sling from the device spreader bar and started positioning the resident safely in the wheelchair. The ceiling lift strap went all the way down to the floor and then started uncommanded movement upwards. While doing so, the ceiling lift spreader bar got caught in the side support of the bed and lifted a whole bed off the floor. The caregivers were attending resident all the time and took all other residents and staff to another room immediately. No injury was sustained. Analysis of the reportable events registered during the last 5 years (related to maxi sky 600 ceiling lift unintended movement) revealed that no other case of similar scenario was reported. This particular complaint appears to be an isolated occurrence. The device has been identified as maxi sky 600 ceiling lift with model number ld10309 and serial number (B)(4). It was manufactured on 2010-sep-17 by arjohuntleigh magog inc., what means that this unit was in use for almost 9 years. During device inspection, an uncommanded movement could not be replicated and no other fault of the device was found. We were not able to confirm if the preventive maintenance inspections were performed correctly and within the recommended intervals by the device owner because it was not serviced by arjo. Handwritten notes found in the cassette indicate that the same malfunction occurred in the past and some parts were replaced (mainboard, handset). Based on the information collected, we were not able to establish the exact cause why the arjo maxi sky 600 ceiling device moved although no hand control button were pressed. But it is worth to mention that this device is equipped in emergency features, including emergency stop red cord. It shall be pulled if any unintended movement occurs, as described in the instructions for use (IFU, 001.14150.33.en rev. 5). To sum up, there was no technical deficiency found during device examination, but the unintended movement was reported by the customer and from that perspective, device did not perform as intended. The maxi sky 600 ceiling lift was being used with a patient at the time of the event and played a role in the reported event. No injury was sustained.